Event description:
"Erified." Patient presented with bone type iii, fair oral hygiene, inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.